Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The customer reported to have replaced the oxygen sensor. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).